Event description:
It was reported that the gurney would not lock when being removed from the ambulance with patient onboard and equipment on it. Reportedly, the cot fell slowly. No patient injury. One of the emt's reported a cut on their hand. It has not been determined if this alleged injury required any medical intervention.